Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. After troubleshooting the iabp unit, the fse found that the helium fill manifold was leaking helium after being filled by the cart. The fse replaced the fill manifold and the unit stopped leaking. The fse also discovered an issue with getting pressure and drive manifold to pass testing; therefore, the fse replaced the pneumatic module assembly (pim) for troubleshooting purposes. The iabp unit passed calibration, safety, and functionality checks to factory specifications. The unit was returned to the customer for clinical service upon completion.

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred. However, there was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred. However, there was no patient involvement, thus no adverse event was reported.